Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. Nj was used as a place holder. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & glucose level. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate & glucose level. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that hyperglycemia occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the customer is having hard time to see the inner shield and he has high blood glucose. Additionally, on 2019-12-23 the bd sales consultant provided the following additional information: consumer stated he is diabetic, overweight, cannot see, sometimes he forgets that he has not removed the inner shield. He stated he uses the 8mm needle, he was inquiring about the inner shield to be orange so it is bright and more visible. Consumer stated he has mentioned this to his doctor, doctor told him to contact us. Doctor has gone thru the instruction on removing and attaching the needle. He stated he can forget sometimes that the inner shield is not removed. Explained the inner shield has to be removed before the injection.